Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Xray confirmed dislodgment on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.